Event description:
Caller is reporting for her sister who started to experience seizures while the device was implanted. She went to have two drs evaluate the device, and after three tests they found the battery depleted prematurely. It was supposed to last 5 years but only lasted a year and a half. The caller found online there is a class action lawsuit against the company. She informed the MFR about her sister's device issue, and the MFR rep informed the caller there was a recall on the device correlating with her serial number. She was then contacted by the sales rep who aggressively tried to attend the removal surgery, and collect the device for internal evaluation. Caller concerned.